Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours the pods needle had not retracted upon initial activation. In addition upon removal of the pod from the infusion site the pods cannula was found to be bent.

Manufacturer narrative:
The returned device was evaluated and the soft cannula was in the deployed state when the device was received with the formed needle exposed. Investigation found the hard cannula not sitting in the slide retract which had fully retracted. Damage was found on the slide retract where part of the hard cannula would normally sit in. Found a bend on the exposed soft cannula. The timing and cause of the damage are unknown. Fluid passed through the distal tip of the soft cannula upon rotation of the ratchet gear. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion.